Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported no other devices are paired with smart devices, no other bluetooth devices are in area, and all background applications are closed. No additional patient or event information is available.